Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet was dropped during a supply change, the screen bezel separated, and the luer connector broke; the user removed the broken luer piece, which resulted in a cracked screen, though the device continued to function and blood glucose levels were unaffected. Symptoms included no adverse clinical effects. Outcomes included shipment of a replacement device, instructions to sync data and shut down prior to return, and continued cgm use until replacement arrival. Investigation included the collection of event details, verification of device function at the time of the report, and retrieval of the impacted device for evaluation. Investigation of the returned device revealed physical damage consistent with accidental impact and user removal of a broken luer connector, affecting the screen assembly while core pump function remained intact. It was concluded, based on previously established findings for similar reports, that the cause was accidental damage unrelated to device manufacturing or design.